Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction on the mx40 telemetry device. The device was not in use on a patient.

Manufacturer narrative:
The manufacturer previously reported information that there was a speaker malfunction on the mx40 telemetry device. The device was not in use on a patient. Additional information has been received and the device has been returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.